Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of green fluid inside the patient¿s controller was confirmed. The system controller (serial #: (B)(4)) was returned for analysis and a log file was downloaded from the returned controller for review. A review of the downloaded log file showed 256 events spanning approximately 5 days ((B)(6) 2019 per time stamp). There were no events related to the reported event active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The green fluid ingress was further investigated. The system controller was opened, and a thick green fluid ingress was observed where the dual power leads connected to the housing, on the housing of the controller, and on the backup battery ribbon cable connection. The fluid did not affect the controller¿s ability to operate the system. The root cause for the reported event was not conclusively determined through this analysis. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ instructs the user not to twist, bend, or kink the power leads of the system controller. Heartmate iii instructions for use section 6 entitled ¿patient care and management¿ and heartmate iii patient handbook section 4 entitled ¿living with the heartmate 3¿ addresses how to properly shower with the heartmate 3 system controller. It warns the user that the heartmate 3 system components must be kept dry. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an abnormal green substance was found inside the patient's system controller. The substance was not identified. The system controller was exchanged and was returned for analysis. No additional information was provided.